Event description:
A report was received that a patient was experiencing discomfort at the pocket site. The patient reported that the pocket had a warming sensation and was sensitive to the touch. Cultures for infection were negative, and the physician does not believe that infection is the cause for discomfort. The physician is considering relocating the pocket site.